Event description:
It was reported that the patient had no stimulation sensation and urine ¿gushed out¿ of her on the day of the report. She noted that this had not happened since implant. She had no falls or trauma, but did roll on her implantable neurostimulator (ins) and it really hurt. This happened around (B)(6) 2014. The patient was able to check the ins and it was on at 2.0. She was feeling stimulation comfortably and intended to stay on this setting. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the patient do not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0nnxt, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).